Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that both the lead and the generator passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient underwent a lead replacement due to lead discontinuity and a generator prophylactic replacement on (B)(6) 2015. The new vns system was tested and system diagnostics returned an impedance result within normal limits. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013. Review of manufacturing records confirmed that both the lead and the generator passed all functional tests prior to distribution. The explanted devices have not been returned to the manufacturer to date.